Manufacturer narrative:
Device details were not available as of the date of this report. (B)(4).

Event description:
Per the audiologist, the patient experienced an infection at the abutment site. Skin revision surgery has been scheduled, however, this has not occurred as of the date of this report.